Event description:
Depuy acromed received a complaint concerning "depuy acromed material." According to the letter, a re-operation was required to remove a broken pedicle screw from a pt. The product code and lot code were not reported. The product has not been returned for eval, therefore the co cannot verify that this was a depuy acromed product. No further action can be taken at this time.